Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that the pump started alarming and now he was experiencing withdrawal symptoms. The patient¿s symptoms included retching, vomiting, and feeling hot/cold. He started feeling lousy 2-3 days ago. The pump was alarming once each hour, however, he couldn't recall if it was a single-toned or multi-toned sound. The patient had missed a scheduled pump refill visit on (B)(6) 2018 prior to going out of state for 3 weeks. Prior to the refill appointment, he had called and requested that he be allowed to pay for the refill directly using his personal credit card; however, the day before the appointment, he received a call from the office at the end of the day saying that they had not heard from insurance so the medication was not ordered and they would need to cancel the appointment. He then tried to make arrangements with the office to receive oral medications to prevent withdrawal, however, arrangements were not made. His pharmacist never received a call from the office, so he did not receive any medications. He had some oral oxycontin for breakthrough pain, but he didn't like to take it because it made him constipated. The patient also stated that he had just found out that his hcp (healthcare professional) had been out of the office for a couple of weeks and wasn't even aware that his appointment was cancelled. The hcp¿s staff directed him to go to the ER (emergency room) to prevent dehydration. The patient stated that he doesn't leave to return to his home state until (B)(6) 2019 and then he had to drive 90 minutes from the airport and another 40 minutes to the hcp¿s office, so he wouldn't be able to get to the clinic until (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-feb-2019 from the patient who was requesting physician listings for surgeons to explant the device. The patient stated that after being done with withdrawals he was not getting any pain relief and his stomach was still bothering him along with anxiety. Per the patient, the pump was empty. No further complications have been reported as a result of this event.